Event description:
It was reported that the patient had an arterial peripheral thromboembolism (apt) on (B)(6) 2021. The patient experienced left-hand numbness, weakness, coldness, and paleness. During brachial artery line removal, there were no dopplerable radial or ulnar signals. An ultrasound showed a partial occluded brachial artery. The patient was started on a course of IV anticoagulants (heparin) during line removal and symptoms resolved later that day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported peripheral thromboembolism could not be conclusively determined through this evaluation. The account communicated that the patient had an arterial peripheral thromboembolism. Ultrasound showed partial occlusion in the brachial artery. Symptoms included left hand numbness, coldness, and paleness. Symptoms resolved after the brachial arterial line was removed and heparin was started. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 24sep2021. No further information was provided. The manufacturer is closing the file on this event.